Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, wen the surgeon was placing the cup, it did not seat properly due to the impactor.

Manufacturer narrative:
Reported event: a trident straight impactor was cross threaded and unable to attach to an implant cup. The issue did not result in a case delay or patient harm. Device evaluation and results: visual inspection. Visual inspection shows some minimal damage to the threads. This damage was the first thread and appears consistent with damage due to cross-threading the cup to the impactor. Dimensional inspection. Dimensional inspection was not completed as the failure mode was confirmed with a functional check. Functional inspection. Functional inspection showed the impactor did not assembly properly with an implant cup consistently. Several attempts were made with multiple stryker trident types (trident psl and trident hemi). Some attempts allowed the impactor to thread on properly while other attempts did not allow the cup to assemble to the impactor. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/14/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209820, lot number 32338 shows no additional complaint related to the failure in this investigation. Conclusions: the failure mode was confirmed on the returned product and appears to be a result of normal use. The failure mode is a known issue and the harm associated is not outside of the limitation already established in released fmeas. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, wen the surgeon was placing the cup, it did not not seat properly due to the impactor.